Manufacturer narrative:
Follow up report #2 was submitted to clarify that additional information was received from the customer. There was no discrepant result on a valid sample and the incident is therefore no longer reportable. This follow up report #3 being submitted to update h6 adverse event problem coding to match the above clarification. Investigation summary is also included below. The customer result logs attached to the ticket were reviewed. The reported sample produced normal amplification in the other hpv b channel, which is supported by the positive hpv51 results on the comparator platform (neoplex). The error code 1987 was generated due to lower-than-expected reaction efficiency in the other hpv b channel. Furthermore, irregular fluorescence activity was observed in the cellular control channel. As the reported sample was tested three times with the same response and no other samples were reported, a sample-specific issue is likely. CAPA / non-conformance review: no records related to this issue and the alinity m hr hpv application specification file were identified. Complaint history review was performed and did not identify a deficiency. A trend violation was not identified, and the upper control limit was not exceeded for part 09n15 (trending part number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv application specification file 09n15-1e was not identified.

Manufacturer narrative:
Additional information was received from the customer. There was no discrepant result on a valid sample and the incident is therefore no longer reportable.

Manufacturer narrative:
The following updates were made as this investigation was not lot-specific: section d4: updated lot number from 401241 to n/a. Section d4: updated expiration date from 20-mar-2026 to blank. Section d4: updated primary unique device identifier (UDI) from (B)(4). Section h4: updated device manufacture date from 18-jul-2024 to blank.

Event description:
The customer reported via the local ambassador that while testing with the alinity m hr hpv assay, a certain sample on their alinity m sn (serial number) (B)(6) has generated an exception result (error code 1987) up to 3 times on the same sample, while having a valid amplification for other b (in their assessment), and having tested it on an alternative platform where it gave a valid, positive result for genotypes 43, 51, and 53. Sid (sample ID) (B)(6) was tested up to 3 times on alinity m sn (B)(6), using the hr hpv assay with test ids (B)(6), on (B)(6) 2025, respectively. All three tests show a strong amplification curve on fam (other b, which includes the hpv51 detected by the alternative method), with cn (cycle number) of 12.26, 12.43, and 12.76, respectively. The sample was collected via cervicollect as per package insert. Due to the way the results presented on the alinity interface the customer is questioning the "abnormality" declared by the software, since they see 2 curves (cc/otherb) both of them showing cycle numbers, but still the instrument will not give a valid result. The same sample tube was sent to a different laboratory, where it was tested with neoplex assay kit. The results of neoplex were "positive" for hpv genotypes 43, 51, and 53. From these, hpv51 is the only one detected by the alinity m hr hpv assay. The customer has reported the sample out of the lab as an "invalid result" and has requested a new sample to be taken from the patient. There is no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.